Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported the patient presented to the ER with chest pain on the left side. An x-ray was taken and the physician did not like the tip position of the lead tip. Subsequently, the lead was explanted when repositioning was unsuccessful. The patient was asymptomatic during the procedure and was fine.